Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer low blood glucose level was 41 mg/dl at the time of incident. Customer declined troubleshooting for low blood glucose. Customer was treated with food. Customer has been experiencing low blood glucose since (B)(6) 2020 around 4:30 am. Customer has been using insulin pump system within 48 hours of reported low bg event. Customer does not use auto mode. Customer does not alleged insulin pump was over delivering. The insulin pump will not be returned for analysis.